Manufacturer narrative:
(B) (4). (B) (4). Malformed clip, jaws unable to open_open after assisted. Device b: batch # g9jd22; mfg date: 2/06/2010; exp date: 1/06/2015. (B) (4). Advancer bypass toward tissue stop, malformed clip. The analysis results of device (a) found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one j shaped clip was released. The jaws were inspected and no burn was noted. The remaining clips were conforming according to our manufacturing specifications. Additionally, the device locked out as intended, but the orange indicator was visible at the 12th firing sequence thus it over traveled. The analysis results of device (b) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the device fed seven conforming clips according to our manufacturing specifications and then, the tip of the advancer slit toward tissue stop causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic chole procedure, the first device was stuck on the duct and they had to pull it off. The second device was stuck on the duct and had to be pulled off the duct. The case was completed with no patient consequence, but they did not know how it was completed. There was no adverse consequence to the patient. (B) (4).